Event description:
It was reported that three days following the implant of the insertable cardiac monitor (icm) the device fell out of the patient pocket. The patient decided not to implant another device. No additional adverse patient effects were reported.